Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for the single leaflet device attachment/slda and difficult or delayed positioning could not be determined in this complaint. It is possible that user technique/procedural circumstances could have resulted in these events; however; this cannot be determined based on the reviewed article. There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.na

Manufacturer narrative:
Estimated dates. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: difficulty grasping, single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the article, titled "mitraclip therapy in patients with functional mitral regurgitation and missing leaflet coaptation: is it still an exclusion criterion?.¿ no additional information was provided.